Event description:
Information was received indicating that this extension set exhibited leakage. The patient noticed a hole in the filter of the long extension tubing that was leaking medication. The patient noted that they had experienced more shortness of breath in the previous two days. No adverse patient effects were reported.

Manufacturer narrative:
One extension set was returned to smiths medical for evaluation. Leak testing on the sample received was performed using hydrostat vessel to look for unusual functions; a leak was observed fleeing from the air vent of the filter. The root cause was determined that the filter was received damaged from the supplier, or the filter became damaged after leaving smiths medical facilities. Production personnel performs a 100% visual inspection using a magnifying lamp, and takes a sample of fifteen (15) units every two (2) hours, prior to placing product in bag.